Event description:
The rapid infuser stopped working while infusing fluid and blood to a trauma patient.

Event description:
The rapid infuser stopped working while infusing fluid and blood to a trauma patient.